Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a load step malfunction issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/07/2014 with the following findings: the pump history showed no evidence of a load step malfunction. A rewind, load and prime sequence were successfully completed during investigation. The pump was detecting the correct force at 5 pounds. There was no evidence of internal moisture or damage to the force sensor pins observed. The complaint could not be duplicated.